Event description:
It was reported the pt developed a 'superficial open area of skin' (approx 3 cm x 2 cm) under adhesive portion of dressing used to treat an existing leg wound. The "open area" was noted upon dressing removal. The dressing was immediately discontinued. The pt was referred to their physician for further treatment. No further info was provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the batch could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed.